Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. (B)(4).

Event description:
It was reported that the patient had been lost of follow-up for nine years. The device was not able to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.